Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of a home patient (hp) that made a mistake / touch contamination and peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.during a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a breach in aseptic technique due to touch contamination related to a boil in the hp's vagina, the breach in aseptic technique caused the hp to acquire peritonitis in (B)(6) 2012. On an unreported date in (B)(6) 2012, a peritoneal effluent culture was performed, with negative culture results. On (B)(6) 2012, the patient was hospitalized for peritonitis and reportedly discharged on (B)(6) 2012. Treatment was reported as ceftazidime (dose, frequency and lot number not reported). The hp was retrained on proper aseptic technique upon discharge from the hospital. The rn reported that the peritonitis was not related to any baxter device, disposable or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.